Manufacturer narrative:
The ICD and one proximal fragment each of the leads were returned and thoroughly analyzed. The ICD first underwent a status interrogation. The device status was eri, and 108 charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be as expected. The memory content of the ICD was checked. The analysis of the available iegms showed interference signals in the ventricular and in the ff channel that, in accordance with the clinical observation, led to several shock deliveries on (B)(6) 2017 and (B)(6) 2018. The signal sensing of the device was then checked, and proved to be free of noise. The ICD sensed supplied signals free of interference. The data showed that the ICD therapy was deactivated only between 03 april 2017 at 09:10 am and 29 may 2017 at 2:29 pm, as well as between 07 june 2017 at 12:57 pm and 01 september 2018 at 09:59 am. The therapy was last turned off on (B)(6) 2018 at 09:03 am. Based on the data, the ICD functioned according to specifications. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be inconspicuous. The 18 cm long proximal fragments of the linox smart and of the siello were examined. Aside from the fragmentation, no anomalies were found that could have led to the reported interference signals and the resulting shock deliveries. The production documents of the ICD and the leads were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or a manufacturing error. In summary, the ICD proved to be fully functional during the analysis and in accordance with the technical specifications. The memory content showed correct functionality of the ICD in the implanted state. The therapy was active at the time of the reported interference signals, which led to the clinical observation. The cause of the interference signals and shock deliveries cannot be conclusively determined based on the available lead fragments, as they do not show any anomalies.

Event description:
Ous MDR - this lead was explanted due to thrombosis of ventricular sublavia. There were also inappropriate shocks reported.

Event description:
Ous MDR - this lead was explanted due to thrombosis of v. Subclavia. There were also inappropriate shocks reported.